Event description:
It was reported that the handpiece continued to run after the footswitch was released. There was no report of patient or user injury associated with event.

Manufacturer narrative:
The footswitch involved in the reported event was evaluated. The technician was able to duplicate the event. The service technician determined the primary failure to be the hall voltage as being faulty. The footswitch was disposed of since it is not serviceable, and a new footswitch was returned to the customer.